Event description:
A caller reported a cartridge alarm 20. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump as a resolution. Customer reverted to an alternative method of insulin therapy.